Manufacturer narrative:
(B)(4): the customer reported that the unit powered up in an undesirable mode. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit powered up in an undesirable mode.